Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral ruptures, discovered during surgery, right side.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and light yellowing of the gel. The cross sect on of the failure was analyzed using optical microscopy; no distinguishing features were observed. Above the location of the rupture it is noted that there is stretch marks consistent with forceps clamp and yanking, this indicates that the true cause of this rupture is surgical instrument damage. The device measured above astm standards for ultimate break force and ultimate elongation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.